Event description:
Patient reported obtaining back-to-back blood glucose results, of 106mg/dl on a professional meter and 427mg/dl on the advantage test system. Patient did not modify therapy based on these results. An IV was started, but no patient injury was reported. Patient did not provide the location where the discrepant results were obtained. L1 quality control testing was performed and out of range high on the system. Technical support requested the return of the suspect product and replacement product was shipped.